Manufacturer narrative:
The instrument functioned as designed during execution of both the "peloris 1a" protocol started in retort a at "15:59am" on (B)(6) 2017 and the "peloris 1b" protocol started in retort b at 18:41pm on (B)(6) 2017. No use error(s) was evident in the interaction between the user and the instrument either prior to, or during execution of the "peloris 1a" protocol started in retort a at "15:59am" on (B)(6) 2017 or the "peloris 1b" protocol started in retort b at 18:41pm on (B)(6) 2017. The root cause of the sub-optimal tissue processing reported by the complainant could not be unequivocally determined from the information available.

Event description:
Based on the information provided by the complainant, it was determined that the sub-optimal tissue reported was derived from the "peloris 1a" protocol comprising 160 cassettes, which started in retort a at "15:59am" on (B)(6) 2017 and completed at 00:05am on (B)(6) 2017; and the "peloris 1b" protocol comprising 160 cassettes, which started in retort b at 18:41pm on (B)(6) 2017 and was abandoned by a user at 00:23am on (B)(6) 2017 during the first wax infiltration step of the protocol. Leica biosystems received a complaint that: "tissue not processed well". The complainant reported that: "tissue very reluctant to embedding in wax (not mushy). Reprocessed tissue on other peloris after running tissue through cleaning cycle (without drying step) to remove wax." Further information provided by the complainant indicated that sub-optimal tissue processing had been identified from "peloris 1a" protocols run in both retort a and b, which started in the evening of (B)(6) 2017 and completed at approximately 00:30am on (B)(6) 2017; each protocol comprised 160 cassettes. On 10 march 2017, a leica biosystems field support specialist reported that tissue samples from an unspecified number of cases exhibiting sub-optimal tissue processing were not diagnosable. Specific detail as to the number of patients from whom tissue was undiagnosable; whether re-biopsy was either recommended or performed and an identifier, age or date or birth and gender for each patient from whom tissue was undiagnosable was requested from the laboratory on multiple occasions. However, the information requested has not been received by leica biosystems as at 22 march 2017.